Manufacturer narrative:
B3: event date unknown. D4: UDI number unavailable. G4: 510k number unavailable. One device was returned for evaluation. Visual inspection revealed a damaged battery compartment, cracked battery door, and loose downstream occlusion (dso) seal. Event history log review was not applicable. Functional testing found that the latch lock was loose but the reported issue could not be replicated; the pump passed all accuracy testing. The root cause was undetermined. The pump was to be preventatively serviced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during use, the device exhibited a ¿flow problem¿. It was further reported that ¿not signaled by the operator¿. Per the reporter, there were no adverse patient effects. Treatment was resumed at the end of the patient¿s treatment.